Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Additional information received from the user facility states that the patient was underwent a therapeutic transurethral resection for bladder tumor procedure. The event occurred towards the end of the procedure. There were no flames observed with cable, just sparks. The customer is unsure but believes the cable was in service more than one year at the event of the event. The other equipment used during the procedure is unknown. No alarms were displayed and the room did not have to be evacuated. A new cord and electro cautery machine was secured and the case was completed. In addition, unable to validate with the staff on whether or not the device was inspected prior to use. However, believes that the cause of the event was related to stress point on cord where it connected into the hub to electro cautery. Cord may not have been evaluated properly prior to use to check the integrity of the cord.

Manufacturer narrative:
The reported cable device was not returned to the service for evaluation. The cause of the reported complaint cannot be confirmed. As preventive measures, the cable instructions state, ¿do not use the hf cable after one year of use. Visually inspect the cable and the plugs for irregularities on the surface. Do not use a cable with brittle or defective insulation. Replace the cable.

Event description:
The service center was informed that the during an unspecified procedure, the hf- cable caught fire. It is unknown if the intended procedure was complaint. There was no patient injury reported.